Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, lead dislodgement was observed on the left ventricular (lv) lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: d10. Analysis was normal. No anomalies were found.